Manufacturer narrative:
Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, customer did not load an new cartridge until hours later, causing blood glucose (bg) to rise to approximately 600 mg/dl. A correction bolus via the pump was delivered to address bg. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.